Event description:
As part of ppe staff uses masks for each patient encounter. Mask may have risk of eye injury. In several instances the wire support that helps shape the mask has become dislodged and presents as a safety issue. When wire comes loose, mask is disposed and replaced with new mask.